Event description:
It was reported that the device was used to attempt to resuscitate a female, hospice patient due to no dnr available. The lp 5000 gave a connect electrodes alarm when used with two different sets of electrodes. A different device was not available for use. The patient expired. According to the volunteer fire dept, the patient was down approximately 8 minutes prior to attempts to resuscitate.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause could not be determined. Physio-control continues to investigate the complaint.